Event description:
A continuous tingling in left hand of first (3) fingers from left to right, and a continuous numbness in same fingers, also sharp shooting pain to same fingers. Frequency: #1 and #2 - twice (2) daily. Route: #1 and #2 - oral. Dates of use: #1 and #2 - (B)(6) 1977 - present. Diagnosis or reason for use: secure dentures.